Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the pump alarmed no delivery. The customer's blood glucose was 182 mg/dl at the time of incident. The first time the customer called she stated that the alarm was resolved by a complete set change. She called back a week after stating that the pump was not delivering insulin. She removed the infusion set and the cannula was bent. They were unable to continue troubleshooting and the issue was not resolved. The insulin pump was not returned for analysis.